Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Due to moisture that invaded the subject device from leaking area, the internal components of lg-lens corroded, and the corrosion product was detected as dirt. Due to physical stress applied to distal end, small gap was generated in lg-lens and lg-lens glue, and dirt and moisture entered inside of lg-lens from the gap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on the bending section cover, water tightness was lost. In addition to the leak at the forceps elevator and foreign material in the light guide lens, the evaluation findings are as follows: the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the switch box had a scratch, the "right/left" knob had a scratch, the "up/down" knob had a scratch, the scope cover unit had a scratch, the scope connector had a scratch, the label on the scope connector was damaged, the light guide bundle had breakage, the objective lens had a crack, the coating on the connecting tube was peeling, there is corrosion around the forceps elevator arm, and the universal cord coating was peeling, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera ii duodenovideoscope's distal end had a leak. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the light guide lens.